Manufacturer narrative:
Please note that this report is related to 9680654-2018-00030. It was filed to investigate the type 1 endoleak.

Event description:
Upon final angio, there was a potential type 1 endoleak visualized and the doctor decided not to intervene. The doctor will wait and see what happens. The doctor was aware that this was a non-IFU fenestrated case because of the size of the patient's aorta.

Event description:
Upon final angio, there was a potential type 1 endoleak visualized and the doctor decided not to intervene. The doctor will wait and see what happens. The doctor was aware that this was a non-IFU fenestrated case because of the size of the patient's aorta.

Manufacturer narrative:
Please note that this report is related to 9680654-2018-00030. It was filed to investigate the type 1 endoleak. The device was not returned for evaluation. Three requests were made to acquire medical imaging but imaging was not provided. Additional information was received: "the physician was ballooning the distal piece of the graft near the bifurcation with a 46mm coda balloon. The screen was not watched at the time but he said there was appeared to be a ¿pop¿ of the graft near the bifurcation. There was no stent fracture observed it only appeared to be the material that seemed to ¿pop¿ this was apparently observed when the balloon was inflated at the distal portion of the overlap. The balloon was inflated according to standard procedure." William cook australia medical director reviewed this case: "it is unclear from the complaint description just where the leak was. The cause cannot be determined or guessed from the information we have". Work order (B)(4) was reviewed and appears complete and correct. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak". "The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration." Due to lack of information available in this complaint it is difficult to determine a definitive root cause. It is possible that the type 1 endoleak was due to: incomplete seal of the graft at its ends; suture failure; patient-related factors.